Manufacturer narrative:
The unit is being returned to the manufacturer for investigation.

Event description:
During start up the dorc eva infusion pole was found to be non operational. After inspection it was found the bottom gear had sheared off and the belt had dislodged. The surgery was delayed by >30 minutes and the patient was already under anaesthesia.

Manufacturer narrative:
With regards to the reported event an infusion pole was returned for investigation. Investigation of the returned infusion pole revealed that the fork-head of the pole had broken off. The function of the fork-head is to attach and turn the infusion pole. This caused the infusion pole to become non-functional. Based on the investigation performed, it was concluded that the reported event can be attributed to a random component failure of the affected component. Historical review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint. Review of the complaint database indicated that the system is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
During start up the dorc eva infusion pole was found to be non operational. After inspection it was found the bottom gear had sheared off and the belt had dislodged. The surgery was delayed by >30 minutes and the patient was already under anaesthesia.

Manufacturer narrative:
The unit is being returned to the manufacturer for investigation. No corrective actions can be implemented until the investigation has been completed. The unit has only just been received by the manufacturer. More time is needed to complete the investigation.

Event description:
During start up the dorc eva infusion pole was found to be non operational. After inspection it was found the bottom gear had sheared off and the belt had dislodged. The surgery was delayed by >30 minutes and the patient was already under anaesthesia.